Event description:
It was reported that the metal rods are stiff, even after oiling, too hard to push in for locking, the event timing was before surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the sample mesh failed due to the metal rod being stiff and even after oiling it was hard to push in for locking and the washer, ratchet springs, and sliding pin were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends